Manufacturer narrative:
Symphony rollator, where the bearing has been loosened, the front fork is gone. Symphony is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Symphony rollator, where the bearing has been loosened, the front fork is gone. Symphony is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).